Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in an unspecified vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation and the balloon ruptured. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified contrast media within the balloon. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified contrast media present within the balloon. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified contrast media before further inflation attempts were made. After soaking, the balloon was able to be inflated to its rated burst pressure of 24 atmospheres. The balloon inflated and deflated successfully. There was no damage noted with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in an unspecified vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation and the balloon ruptured. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was good.